Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the end of the device fell off and they had to retrieve it. No patient involvement and outcome reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.